Event description:
Reporter stated that pt's inr result with device was 1.2; lab inr for this pt was 2.6. Another pt's inr result with device was 1.3; lab inr for this pt was 2.0. A third pt's inr result with device was 1.7; lab inr for this pt was 2.7. Treatment received, if any, was not specified.